Event description:
The customer reported that the pt began "bleeding out" while undergoing dialysis and the bedside monitor did not alarm. The pt is deceased.

Manufacturer narrative:
(B)(4). The customer reported that the pt began "bleeding out" while undergoing dialysis and the bedside monitor did not alarm. The pt is deceased. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.